Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7073032/7074600.

Event description:
It was reported that patient leads had migrated and was not able to cover patients pain area. It was noted also that patients anchor cause discomfort. The patient underwent a lead replacement procedure and was doing well post operatively.